Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pt's femoral artery. As the md was inserting the iab through the sheath, the iab became stuck. The md was able to pull the catheter back and out of the sheath. After removing the iab catheter from the sheath, the md noticed the iab was slightly bent. Another iab was inserted without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. A delay in therapy was listed as "a few minutes." The pt outcome is "fine."